Event description:
It was reported that this lead was part of a system revision due to infection. The patient developed swelling and drainage from the incision and had fevers and chills. The patient also reports a significant amount of pus leaking out. There were no additional adverse patient effects reported. The lead was explanted.